Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no excessive no delivery alarms and no motor error alarm. The motor was tested outside of the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery and motor error alarm on the insulin pump. Customer's blood glucose reading was 419 mg/dl. Customer treated their high blood glucose with bolus delivery. Customer advised they received a no delivery alarm during the fill tubing process. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.